Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Further information was obtained verifying that low amplitude was also noted. It was suspected that there was a micro-dislodgement that cause the high pacing threshold ang low amplitude. Further, fluoroscopy did not reveal any gross dislodgement. This rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Additional information was received indicating that this right ventricular (rv) lead was explanted due to high pacing thresholds. No additional adverse patient effects were reported.